Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, rewind, and basic occlusion test. The pump was received with motor error alarm, was stuck in bolus delivery loop. The motor passed motor test. The pump may have had an intermittent failure not detected during our testing. Analysis was unable to confirm motor position encoder error alarm due overwritten history files. The displayable history crc check failed on startup alarm was noted in alarm history screen due to corrupted history file. There was no motion sensor test failure alarm noted. The insulin pump was received with a scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states the pump was not exposed to a high magnetic field. The insulin pump did not pass the displacement test. The customer states the motor error alarm was reoccurring. The self-test was performed and passed. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.